Event description:
A total hip arthroplasty was revealed approximately three and a half years post-operatively because of a fracture at the neck/metaphyseal junction of the modular hips stem prosthesis. Patient reported slipping in the shower prior to the fracture.

Manufacturer narrative:
A review of the manufacturing DHR indicates the device was manufactured to specifications. An engineering analysis an engineering analysis is ongoing.